Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm, how many devices demonstrated the alleged deficiency ("...the sutures (sxpp2b405) were breaking during surgery...")? All used devices, approximately 6. When did the suture breakage happen (removal from package / during handling prior to use on patient / during passage through tissue / during tying / post-op)? The breakage occurred while being used on the patient, specifically during plication in abdominoplasty. The thread was coming out from the tip. Please confirm the quantity of devices available for product analysis. From that box, we have 6 remaining. A manufacturing record evaluation was performed for the finished device lot and no non conformances/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. The sutures were breaking during surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: complaint number: (B)(4). External reference: case #(B)(4). Account: (B)(6). Event date: --2025. Product code: sxpp2b405 qty (B)(4). Lot number: 102ljm qty (B)(4). We shipped the box, tracking number (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. Six unopened samples were received for analysis. The product code sxpp2b405 is a double armed. In order to evaluate the condition of the returned sample, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. The functional test was performed using an instron equipment and pull force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: ¿please confirm, how many devices demonstrated the alleged deficiency ("...the sutures (sxpp2b405) were breaking during surgery...")? All used devices, approximately 6. ¿when did the suture breakage happen (removal from package / during handling prior to use on patient / during passage through tissue / during tying / post-op)? The breakage occurred while being used on the patient, specifically during plication in abdominoplasty. The thread was coming out from the tip. ¿please confirm the quantity of devices available for product analysis. From that box, we have 6 remaining.